Manufacturer narrative:
Load cell connection.

Event description:
It was reported by service report that there was a scale error. It is not known if there was patient involvement or adverse consequences.